Event description:
Patient reported left side rupture and "calcified axillar lymphadenopathy". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on radius side assessed as surgical impact opening (shell thickness within specification). Lymphadenopathy: unable to observe as it is not related to the device. Additional observations: observed creases on the device. Observed wear abrasion on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported, left side rupture via ultrasound. And "calcified axillar lymphadenopathy" via mammography. Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect: impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side rupture via ultrasound and "calcified axillar lymphadenopathy" via mammography. Device has been explanted and replaced.